Manufacturer narrative:
Describe event or problem - corrected; lesion location originally reported as a bifurcation of the proximal left circumflex (lcx).(B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the moderately tortuous bifurcation of the proximal left circumflex (lcx). The lesion was predilated with an unknown balloon. A 3.0x28mm taxus element stent was deployed, inflated to 11 atm. The stent was post dilated with the stent delivery balloon, inflated to 14 atm. A non-bsc ivus catheter was inserted and became "stuck" during insertion. The physician noted the proximal "strut" of the 3.0x28mm stent became shortened. There is no information regarding the removal of the non-bsc ivus catheter. A 3.5x16mm taxus element stent was implanted in the left main to the lcx to treat the stent shortening, inflated to 11 atm for 20 seconds. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the lesion was located in the proximal left circumflex, not the bifurcation of the proximal left circumflex (lcx).